Event description:
It was reported that during a laparoscopic myomectomy procedure, the balloon was burst during use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/21/2012. Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? Intra-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon had a cut in the balloon likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with sharp objects or packaging material. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.